Event description:
It was reported that, during patient use, a technician modified the ventilator¿s time setting and the monitor transiently went black and then turned on. The patient was transferred to another ventilator, with no harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.